Event description:
It was reported that a single bolus was programmed wrong. The entered bolus amount was different from the intended bolus amount; this was initially reported as they entered 2.133 mg and wanted 0.2133 mg, but later corrected to state that they ¿wanted a 2.3 bolus and gave a 2.8 bolus.¿ the bolus was cancelled, reprogrammed correctly but then cancelled again. The reporter reinterrogated and confirmed that no bolus was in progress and that it had been cancelled. No patient, drug, outcome, or intervention was reported. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: ne u_unknown_cath, product type: catheter. (B)(4).